Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results on the subject meter compared to another unknown meter. The reporter stated that the comparison was performed "a long time ago" and no readings or dates were provided, but the reporter alleged a difference of 40mg/dl between the readings. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.